Event description:
A malfunction alarm was reported with the pump, identified as alarm 20, occurring during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump under warranty and confirmed the shipping address for the replacement. The customer was guided to use multiple daily injections (mdi) as a backup insulin therapy and instructed on how to put the faulty pump into storage mode before returning it with a pre-paid label. The customer understood and acknowledged these instructions.